Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing was performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2016. Concomitant product - therapy date: (B)(6) 2016. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cleaklink continu-flo solution set overinfused solution. The reporter stated that the device infused 1l of lactated ringers over a short period of time. The cleaklink continu-flo solution set was attached to an unknown hospira extension set, which was attached to the patient's catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.